Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue "failed flow rate test high" was not reproduced. The device was tested for flow rate test and it passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate (over infusion) during an unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: a review of the service history record identified the device has been previously serviced greater than 12 months ago. There is no indication that the parts replaced during servicing caused or contributed to the reported event.